Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1 for contact information, g4 for analysis awareness date, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, and h6 for method, result and conclusion codes.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.